Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary tract infection, urethral pain with/after urination, abdominal pain, discharge and leukocytes in urine.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00196.

Event description:
Per additional information received, the patient has experienced pain, urinary problems dyspareunia bowel problems and bleeding.